Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
After an implantation period of approx. 66 months, it was reported that the device shows the eri status. The ICD was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.